Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the metal gouges on the inside surface of the outer tube. Complainant's event is typically caused when end user applies excessive bending/leveraging force on the device during use. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported by the rep that when the surgeon was in the reverse mode while using the 5.0 mm burr, the device was producing metal shavings while device was being used in the patient. Used a basic shaver to clean the area and retrieved most of the shavings out of the patient. There was no x-rays taken. Procedure: acromioplasty. Patient: (B)(6) year old male. Follow-up investigation: the surgeon used the shaver to clean up the metal shavings he was able to remove and stopped using the blurr. The shaver was then used to complete the rest of the procedure.